Event description:
It was reported that a spectrum iq pump had load point error which says tubing was loaded in set 3 and 4 when it was not. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing, the reported issue was not reproduced. A service history review was performed and revealed that the device has no previous service events. Therefore; servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of range downstream sensor. The force sensor no-tube requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.